Event description:
New information received indicates that the device was explanted and replaced.

Event description:
It was reported that one day post implant, the device showed a longevity of 1.8 years. Upon review of session records, multiple atp therapies for episodes of ventricular fibrillation were observed to have occurred before the device was implanted. The physician elected to leave the device until it reaches eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported diagnostic anomaly was confirmed in the laboratory via review of the device image. Excess hv charges that occurred before implant caused the battery to deplete faster than normal. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.